Event description:
Malpositioned intraocular lenses [lens dislocation]. Uveitis [uveitis nos]. Glaucoma [galucoma nos]. Hyphema [hyphaema]. Case description: a literature paper (am. J. Ophthalmol; 133(6); 839-41; 2002) reported a case regarding a patient who underwent a lens implantation for cataract extraction on an unknown date. One month after the surgical intervention, the patient developed uveitis-glaucoma-hyphema syndrome of the left eye. Uveitis-glaucoma-hyphema syndrome can lead to loss of vision from glaucomatous optic neuropathy, chronic inflammation, cystoid macular edema, and intraocular hemorrhage. Surgical intervention is often required to restore normal intraocular anatomy, replace poorly positioned intraocular lenses, or control glaucoma. An ultrasound biomicroscopy, revealed a lens malposition, in which the haptics were in contact with the iris pigment epithelium and were located in the ciliary sulcus. The outcome is unknown.